Event description:
Reporter alleged pts' blood glucose measured 63 mg/dl, at 12:06 am, back to back with a result of 550 mg/dl, at 12:12 am, compared to the lab result of 110 mg/dl taken at 12:16 am. It was stated no actions were taken and no treatment was received as a result. Reporter stated customer was still in the hospital for conditions not related to diabetes or the meter readings. A request was made for the return of the suspect product and replacement product was sent.